Event description:
It was reported that this right ventricular lead exhibited low amplitude. Analysis was performed and no issues with the system in general were found. The system has been performing appropriately, and no inappropriate therapy has been obverse. A change in the intrinsic conduction is being suspected as the amplitude has been slowly decreasing overtime. A defibrillation threshold (dft) test was scheduled for the near future. No changes have been performed. This lead remains in service. No adverse patient effects were reported. Additional information was received detailing that a defibrillation threshold (dft) test was performed in order to evaluate the system. The test was successful, and it was decided to continue monitoring the patient in the event that the amplitude continues to go lower. At this time, this system remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited low amplitude. Analysis was performed and no issues with the system in general were found. The system has been performing appropriately, and no inappropriate therapy has been obverse. A change in the intrinsic conduction is being suspected as the amplitude has been slowly decreasing overtime. A defibrillation threshold (dft) test was scheduled for the near future. No changes have been performed. This lead remains in service. No adverse patient effects were reported. Additional information was received detailing that a defibrillation threshold (dft) test was performed in order to evaluate the system. The test was successful, and it was decided to continue monitoring the patient in the event that the amplitude continues to go lower. At this time, this system remains in service. No further adverse patient effects were reported. Additional information was received detailing that a second dft was performed, which was also successful. The same monitoring plan was maintained. At this time, this system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field.